Event description:
Information received indicates the brake will set but it does not hold.

Manufacturer narrative:
Information received indicates the casters are worn. He replaced the brake casters to repair the bed.